Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the right coronary artery (rca). Following the successful deployment of a 3.0x48mm xience xpedition drug eluting stent (des) at 12atms, the balloon on the delivery catheter was noted to only partially deflate and therefore had to be removed through the 6fr guiding catheter as a single unit. Following the removal the physician decided to puncture the balloon on the delivery catheter outside the anatomy. The procedure was then continued with another same sized xience xpedition des. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Event description:
Subsequent to the previously filed report, the device was received and the returned analysis revealed that the hypotube was separated from the distal end of the distal tip. The account confirmed to be aware of the separation and noted it to occur during post procedure so the des could be removed from the guiding catheter. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported deflation problem and difficulty to remove could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that circumstances of the procedure, such as the observed inner and outer member damage contributed to the reported issue. Additionally, a partially deflated balloon would reduce both clearance and maneuverability of the device. The difficulty encountered during removal was likely related to the stent delivery system balloon being partially deflated post-procedural. Furthermore, the noted balloon tear and shaft separation occurred after the procedure. Based on the reported information and findings from the returned analysis, the investigation concluded that the reported issue appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling